Event description:
A patient has reported that specific pod lot# l72506 is unable to recognize command states (i.e. Continuing to give insulin when delivery is suspended) resulting in overdose of insulin. He also feels omnipod system is giving more basal insulin than programmed. No adverse event has been reported as a result of these issues, no medical treatment required.

Manufacturer narrative:
Per discussion with FDA on 19feb2025- this report is being filed to provide background information related to several consumer mw reports. The case, as well as the patient history has been reviewed. The product was requested for return for investigation and was refused by the customer. A review of the lot was conducted and no anomalies were identified, additionally, there are no trends identified in post market data for the reported lot. There is insufficient information to determine/validate the reported event. Attempts to obtain the device have been unsuccessful. Per communications with the hcp, the patient may be using the device off-label and that may contribute to the refusal to return the device for evaluation. If additional information becomes available, or the device is returned, the file will be re-opened. Please reference #mw5165077, #mw5165078, #mw5165079, #mw5165080, #mw5165081, #mw5165082, #mw5165083, #mw5165084, #mw5165085, #mw5165086, #mw5165087, #mw5165088, #mw5165089, #mw5165090, #mw5165091, #mw5165092, #mw5165093, #mw5165094, #mw5165095, #mw5165096, #mw5165097, #mw5165098, #mw5165099, #mw5165100, #mw5165101, #mw5165102, #mw5165103, #mw5165104, #mw5165105, #mw5165106, #mw5165107, #mw5165108, #mw5165109.